Manufacturer narrative:
Date of event: unknown. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd q-syte¿ extension set micro bore leaked blood from the male luer connector during use. The following information was provided by the initial reporter, translated from (B)(6) to english: we have had the emergency service report of a q-syte lock with problems. The blood is leaking along the seam (should be closed) of the lock. The padlock has not yet been used for the administration of medicines. The emergency nurses prick their infusion without gloves, but I have not received any report of exposure to mucous membranes.

Manufacturer narrative:
Investigation: review of the dhrs revealed all required challenges samples and testing was performed per specification in accordance with the in-process sampling plans. Per review it was noted that there were no reject activity findings throughout the build of this lot that would impact no physical samples were received for testing and evaluation; one photo was provided for evaluation of this incident. The photo displayed a q-syte unit with a black arrow pointing to the neck of the top body. Visual/microscopic evaluation: the submitted photo did not reveal any visible anomalies or damage that would contribute to the alleged defect. The defect leakage male luer connection (q-syte) was not confirmed or identified with the submitted photo. Without the actual sample for evaluation and testing there was no physical evidence to confirm or support manufacturing process related issues for the reported defect.

Event description:
It was reported that the bd q-syte¿ extension set micro bore leaked blood from the male luer connector during use. The following information was provided by the initial reporter, translated from dutch to english: we have had the emergency service report of a q-syte lock with problems. The blood is leaking along the seam (should be closed) of the lock. The padlock has not yet been used for the administration of medicines. The emergency nurses prick their infusion without gloves, but I have not received any report of exposure to mucous membranes.